Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional top. The returned provisional exhibited signs of repeated use (nicked/gouged) and the medial side had fractured in two pieces. Fractured tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed hackle marks, river lines and striations consistent with bending overload or low cycle fatigue culminating in bending overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the tibial articular surface provisional was discovered to be fractured upon instrument inspection at the distributorship. No adverse events were reported as a result of this malfunction; no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.